Manufacturer narrative:
Information references the main component of the system and other applicable components are: lead model 3889-28 lot # v893295 implanted: (B)(6) 2012 explanted: (B)(6) 2017 analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(6) showed no significant anomalies and showed the battery was near normal depletion. Telemetry and output were acceptable. Analysis also showed foreign material under the cover, in the ports, and at the set screws. Analysis of the lead model 3889-33 lot # v893295 showed no significant anomalies. The conductors were cut in the body of the lead, 26.8 cm from the distal end, consistent with explant damage. A short between circuits 1 and 2 was seen. Continuity was acceptable. Due to the condition of the returned lead, only careful microscopic examination of the product was performed. Analysis identified marking on the outer insulation which were consistent with markings from the use of a tool. The distal end of the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that the patient had experienced declining efficacy and had fallen two years ago. The rep noted a white chalky substance was found in the pocket and on the battery. The rep stated that cultures were taken and sent to the lab, but the results were not yet confirmed. The rep stated the battery and lead were removed and replaced on the opposite side. It was unknown if the issue was resolved at the time of the report. The patient was list as alive with no injury at the time of the report. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Ins and lead were returned and analysis is being conducted. Supplemental report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that, on (B)(6)2017, back tissue was sent out from where the device was placed. The culture came back as negative and there was no growth. It was noted to be inoperative.